Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymph node tenderness".

Event description:
Patient reported right side "prosthesis is under recall." Patient additionally reported "several symptoms of asia disease, " "symptoms compatible with asia syndrome which included anxiety, chronic fatigue, joint pain, muscle pain, insomnia, difficulty concentrating, memory loss, tingling sensation and numbness in the limbs, dizziness, difficulty swallowing, hair loss, headache, depression, decreased libido, mood alteration, acute breast pain, weight gain, food intolerance, irritable bowel and lymph node tenderness¿; this event is not device related. Healthcare professional additionally reported "pain in the breasts," "many cysts," and "lymph node tenderness". The device remains implanted.